Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the carotid artery. A filterwire ez¿ was selected for use. During the procedure the filterwire was used in combination with a wallstent. The filterwire approached the target lesion and was deployed. However, resistance was felt on removal and it was hard to withdrawal the catheter. The filterwire was retrieved. The procedure was completed with another device. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the protection wire is all exposed from the sheath slit and the wire is kinked, also the sheath slit is damage in the distal section. The overall diameter dimensions were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the carotid artery. A filterwire ez¿ was selected for use. During the procedure the filterwire was used in combination with a wallstent. The filterwire approached the target lesion and was deployed. However, resistance was felt on removal and it was hard to withdrawal the catheter. The filterwire was retrieved. The procedure was completed with another device. No patient complications reported and patient's status was good.